Manufacturer narrative:
(B)(4). Date sent: 4/3/2026 d4: batch # 804d86 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with a battery inserted in the device and no apparent damages. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. No anomalies were observed when the returned anvil was removed from and reattached to the trocar. Rotation of the adjusting knob demonstrated proper trocar movement, and the indicator response was observed to be functioning as expected. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil and the adjusting knob were returned without detectable damage and the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 804d86, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent: 3/18/2026. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a laparoscopic esophagectomy with gastric tube resection for esophagus cancer, a click sound was heard when combined the anvil and the main body. When tightening it while turning the adjusting knob, the anvil came off. The adjusting knob had come off because it had become too light. It was thought that it was a problem with the anvil, but when the main body was replaced with a new one, it was activated again. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.